Event description:
There is an upcoming revision surgery for reasons unknown at this time.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.

Event description:
There is an upcoming revision surgery for reasons unknown at this time.

Manufacturer narrative:
Please note the correction regarding h6 (results & conclusion codes): the reported event was confirmed, since evaluation of the CT imaging by a medical professional finds anterior subsidence of the talar component. Upon further investigation of the CT scans by healthcare professionals the following was observed, ¿ the CT-scan shows subsidence of the talar component anteriorly. Without further clinical information it is difficult to tell, but the CT-scan suggest some traumatic bone impression anteriorly. When looking through the information received, the event is patient related." A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.